Manufacturer narrative:
Section e reporting institution phone #: (B)(6). The philips remote service eingineer (rse) in communication with the customer clinical engineer determined that the speaker failed and required replacement. The replacement speaker assembly was sent to the customer to resolve the issue.

Event description:
It was reported the speaker is faulty. The device was not in use on a patient at the time of the event, there was no patient involvement.